Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent.

Event description:
It was reported that during a colon procedure, at the end of the intervention, after making a colorectal anastomosis, the surgeon realized that the staples weren't properly "closed" despite the usual setting of the surgeon. There was anastomotic disunion before new intervention. Unknown how case was completed. Surgery was prolonged. There were no adverse consequences for the patient. Staples would not hold.